Event description:
The customer reported that all of their patients, except one, dropped out about five minutes ago because the aruba controller had rebooted for an unknown reason. This specific event occurred on their acuity central station system-central-1. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events. Patient vital signs were still available at the bedside monitors while central station was unreachable.

Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.